Event description:
It was reported that the patient presented in the ER after receiving an alert for high impedance. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported high impedance was confirmed via review of the rv impedance trend. The device was tested on the bench and our automated testing equipment and found to be normal. No device anomaly was found. The cause of the impedance anomaly could not be determined.